Event description:
It was reported that caller experienced repeated occlusion alarms starting on 6/1/2026, with six occlusion events occurring and two of these associated with blood glucose levels over 500 mg/dl. Elevated blood glucose was addressed using inhalable insulin. Customer resolved issue by changing cartridge, resuming insulin therapy.